Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead oversensed noise. No pacing inhibition occurred. A revision surgery was performed to replace the lead. During the procedure, physical damage was found on the electrode end of the lead. Additional information was received which indicated this damage was due to a clavicular crush which was confirmed via fluoroscopy. The lead was explanted. No additional adverse patient effects were reported.